Manufacturer narrative:
(B)(4) investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ 3.0s product number: ps210-030s lot number: fl50847328 expiration date: 2017-10-01 quantity returned: 1 testing performed: device packaging inspection: plasmablade¿ 3.0s device received in a (B)(6) box with brown paper to fill the negative space and within a single biohazard bag. No original packaging returned therefore it is not possible to neither confirm the device information against the information listed within gch nor confirm the device that was sent back as the reported complaint device. Printed rga e-mail included. Device visual inspection: device is used with blood on body, handle, shaft, and cord with the suction tubing taped to the cord. Blood and other biological fluids oozing out of the inner shaft when extended. Excessive eschar and tissue build-up on the electrode and inside the suction opening of the finger grip, figure # 1, figure # 2 and figure # 4. Heat shrink detached from electrode, tissue build-up present inside the heat shrink, and was returned in a sterile transport container which visually relates to the reported complaint description, figure # 3. Both cut and coag buttons have a definitive tactile feel. Functional inspection: functional inspection is not applicable as the complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # fl50847328 revealed: 20.3.2 operations ¿ shrink tubing to inner shaft ¿ 1 scrap device investigation conclusion: complaint confirmed: the reported issue contained in gch was confirmed in the laboratory environment. Visual inspection confirmed the heat shrink was detached from the electrode as well as there was an accumulation of tissue build-up in the suction opening of the finger grip causing the device to become clogged. The finger grip incorporates a suction lumen for the evacuation of smoke and fluids. The excessive gunk build-up of tissue that was present on the electrode and inside the suction opening results in the overheating and melting of the heat shrink. The rf energy is affected by the gunk build-up and causes a change to the electrical path causing the energy to be directed to the tissue attached to the device (in this case near the heat shrink) rather than to the patient. When the energy path is directed to the tissue on the heat shrink, the component experiences high temperature and over time, it is possible for the heat shrink to degrade. The complaint will be tracked and trended in gch. It is plausible to suggest a likely cause of the failure is the electrode and suction opening were not cleaned according to the IFU recommendations as the suction opening became clogged with an excessive build-up of tissue resulting in the overheating and melting of the heat shrink which ultimately caused the heat shrink to degrade and to detach from the electrode. Customers are properly trained for proper use prior to using the peak surgery system which includes reading and understanding the IFU. The IFU outlines proper cleaning and use of the plasmablade¿ and specifically relates to the reported complaint as listed below: lbl-00166 rev. C ¿ plasmablade¿ 3.0s ¿ IFU ¿ precautions and warnings -when bending the blade, do not exceed a 45° angle. Do not bend more than three times. Excessive bending of the shaft may compromise performance of the device or cause device failure, which could result in patient or user injury. Use finger force to bend the blade; do not use forceps as this could damage the device. -do not use sharp or abrasive instruments or materials to clean eschar buildup on the electrode tip as this may damage the tip. -eschar buildup on the tip can be removed manually with gloved fingers or gauze pads, or by inserting the tip into the slot at the front of the holster and drawing the device backwards through the slot. Inspect the device for any signs of damage after cleaning. -activation of the hand piece simultaneously while aspirating fluid may alter the path of electrical energy away from target tissue. -unless the product is being used to spot coagulate a vessel, it is recommended to keep the electrode tip in motion while activated to avoid excessive eschar buildup. Excessive eschar buildup can compromise device performance. -the finger grip also incorporates a suction lumen for the evacuation of smoke and fluids. Reference documents: 42-10-1020 rev. D ¿ work instructions for complaint investigations ¿ disposable devices 31-10-1369 rev. F ¿ product specification and quality plan ¿ plasmablade¿ 3.0s <(><<)>(><(>&<)><(><<)>)> 3.0p lbl-00166 rev. B ¿ plasmablade¿ 3.0s ¿ IFU ¿ instructions for use 61-10-0017 rev. H ¿ device button tactile test procedure test equipment: no functional inspection performed therefore no test equipment was utilized. (B)(4).

Event description:
During a breast oncology case, about 2 hours into use, the plasmablade device tip required cleaning. The surgeon first tried utilizing the electrode cleaning slot on the holster, then he utilized a non-abrasive wet lap (4x4) but, the plastic shrink wrap between the device tip and the suction opening detached and stuck to the tip of the hand piece. The doctor removed the plastic and it was saved for investigation along with the hand piece, it did not fall into the patient. The same hand piece and generator were used to successfully complete the case. There was no patient impact or injury.

Event description:
During a breast oncology case, about 2 hours into use, the plasmablade device tip required cleanind. The surgeon first tried utilizing the electrode cleaning slot on the holster, then he utilized a non-abrasive wet lap (4x4) but, the plastic shrink wrap between the device tip and the suction opening detached and stuck to the tip of the hand piece. The doctor removed the plastic and it was saved for investigation along with the hand piece, it did not fall into the patient. The same hand piece and generator were used to successfully complete the case. There was no patient impact or injury. (B)(6) 2015 sterej1 emailed rep (B)(4) to request: ((B)(6) 2015 sterej1 received the below details via email update from rep (B)(4)) patient ID (not a name)-(B)(6); gender-female, patient weight-(B)(4). Patient current status (how is the patient doing now)- doing good.

Manufacturer narrative:
Product event # (B)(4); eval, method, conclusion: product received by manufacturer and pending inspection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.